Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer has increase in issue with unauthorized pca access. This is involving patients purchasing keys for the alaris pca module online and tampering with pumps in their infusion centers. From reading and discussion with others this is rather longstanding/ known issue. At this point, the customer just wants to see if there were any new ideas out there from sites in terms of approach, and customer considering use of serialized zip ties on affixed to closure points on the pca door (which is process adopted at ucsf). Another strategy they are considering is breakout of facilities so they can place a unique pca config gre on a subset of pumps. For customer's alari's system manager (below), could it possible to create another facility such as ¿high security pca pump¿ where customer could drop a different gre? If so, how would this be executed? Patient involvement, outcome is unknown.